Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 451 mg/dl. Customer stated that he has been sick with fever recently. Customer has treated with insulin pump. The drive support cap is loose. Advised customer that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.